Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain/ chronic/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ complication/pregnancy (no complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic / abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea") and was found to have neoplasm malignant ("cancer"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, neoplasm malignant, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second, and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pregnancy live birth complications was given but not specified complications. She received treatment for menorrhagia, genital bleeding, bladder/urinary problems, bladder infection, uti. Plaintiff received blood transfusion for vaginal bleeding and menorrhagia. Essure insertion date: (B)(6) 2008 (discrepancy noted), (B)(6) 2008 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain/ chronic/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ complication/pregnancy (no complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic / abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy ¿ rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea") and was found to have neoplasm malignant ("cancer"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, neoplasm malignant, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pregnancy live birth complications was given but not specified complications. She received treatment for menorrhagia, genital bleeding, bladder/urinary problems, bladder infection, uti. Plaintiff received blood transfusion for vaginal bleeding and menorrhagia essure insertion date: (B)(6) 2008 (discrepancy noted), (B)(6) 2008 as per pfs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: this case become serious incident. Pfs received: reporter added, removal date added, event pelvic pain made medically significant and intervention required due to surgery and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.